Event description:
The facility's technician reported an infusion pump with failure code 812:02. Additional contact information was requested but no additional contact was identified. The hosptial representative stated that there have been no reports of any paitent incident involving this pump since the last baxter service event.